Event description:
Following a diagnostic procedure in 2000, an angio-seal device was deployed in the right femoral artery without complications. The pt later complained of intermittent right leg pain and returned to the hospital on 4/13/2000 due to chest and leg pain, ischemic right leg and intermittent claudication. The anteriogram revealed a subtotal occlusion of the right superficial femeroal artery. A vascular surgeon was consulted and the angio-seal device was subsequently removed and sent to pathology. There were no further complications reported.